Event description:
It was reported the bd vacutainer® 9nc plus blood collection tubes experienced discolored/abnormal additive form. The following information was provided by the initial reporter: translated to english. The customer stated "additive turned yellow."

Manufacturer narrative:
H6: investigation summary: bd received sample, but 1 photo was used for investigation. The photo was reviewed and the indicated failure mode for discolored additive with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® 9nc plus blood collection tubes experienced discolored/abnormal additive form. The following information was provided by the initial reporter: translated to english. The customer stated "additive turned yellow."